Event description:
It was reported that a patient was revised approximately 2.5 years post-operatively to address three migrated es2 integrated blade screws. It was further reported that the patient had pseudoarthrosis and experienced pain. This report captures the third of three screws.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.